Event description:
As a result of chronic leukemia, I took high dose steroids to fight rejection. As a result avn/necrosis was found in both hips. My right hip was replaced on (B)(6) 2011, in (B)(6) at (B)(6). A depuy srom/pinnacle replacement was used. As a result of the surgery, I developed femoral palsy. On (B)(6) 2011, I was standing up from sitting on the side of my bed when it dislocated. An ambulance was called and I was transported to our local hospital e. R. Where x-rays were done and the local orthopedic doctor was called and thankfully, he came in and put it back in place. I went back to see my surgeon and I wore a brace for 6 weeks. I continued therapy and eventually things got better. On (B)(6) 2012, I bent over to turn off the water hose and when I stood up to turn and walk away, it once again dislocated. Again, an ambulance was called and I went back to e.r. Where the local ortho doctor came back in and put it back in place. Since the second dislocation in 6 months - my doctor scheduled another surgery for a revision, which is scheduled for (B)(6) 2012.